Event description:
It was reported that during a da vinci-assisted surgical procedure, after firing of stapler, the customer wanted to remove it from the chest. Stapler was straightened and the jaws were closed. The customer double checked it, both operator and assistant. While removing, there was a blockage, and the customer was not able to pull out or introduce inside. The customer managed to check the problem with the camera. The plastic sheath was broken, and it was blocking the stapler in the opening of trocar. The customer had to undock the arm and remove the stapler with trocar under vision of the camera. After that, the stapler was removed manually. The procedure was completed. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument was inspected prior to use and no damages were found. The reason instrument and cannula were removed together was that wrist was straightened before removal, but it got stuck in the opening of canula probably due to damage of grey plastic cover of articulation joint. The jaws were not stuck on the tissue when removing from the patient. The port incision was increased - a little bit bigger incision was made, in order to remove the instrument and cannula together. The incident did not involve a fragment falling inside patient anatomy. The instrument did not collide with any other instrument or tool during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler associated with this complaint and completed investigations. Visual inspection was performed, and failure analysis found he instrument to have a torn wrist cover at the distal end. No material appeared to be missing. The tears measured approximately 11.25mm - 9.50mm in length. During the log review one incomplete clamp was observed. During fire number 5, completion percentage: 69.1%. For clarification: the instrument was placed and driven on the in-house system. The instrument passed engagement when installed on the in-house system with a cannula seal and an in-house drape installed. However, an issue arose during the removal phase. Upon attempting to remove the instrument, it got stuck to the cannula. It became necessary to detach the cannula from the universal surgical manipulator (usm) in order to remove the stapler. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the images show a sureform 45-curved tip stapler with a torn wrist cover. A torn wrist cover can result in difficulties inserting or removing the stapler through the cannula.